Manufacturer narrative:
(B)(4). The device has been returned for evalaution. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The 510(k) # for similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
Couldn't get a p to zero with multiple attempts trying differs icp boxes and transducer cables. Eventually opened a second microsensor and had the same problem with 2 to 3 tried with different icp units and transducer cables. Eventually disconnected the patient monitor to icp box cable and it worked. On bench testing found that all icp boxes and transducer cables are working correctly which would suggest problem was with microsensor. Additional time added to treatment: 45 mins adverse affects to patient: no product to return: yes will get next week's hen decontaminated

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no damage to the millar sensor, catheter material or connector. The device failed a 2-hour drift test; however, this is not related to the reported issue. The device passed all remaining drift tests, and all electronic, noise, and linearity/hysteresis tests. The supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.